Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states the pt tested 8.0 inr on the coaguchek test system and 3.4 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 479a-c7, exp 6/08, cat/3116247.